Manufacturer narrative:
D4 correction: UDI number updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis confirmed visually, there was no damage or anomalies in the construction of the device. Electrically, the resistance of the tube electrodes from end to end shall be less than 200 ohms and the actual measurements were red 120.4 ohms, red [w/white band] 92.5 ohms, blue 78.9 ohms, and blue [w/white band] 147.3 ohms. There were no shorts between circuits or intermittent behavior while manipulating the circuits. When viewed under magnification, there were no cracks in the electrode contacts, and they were centered about the midline. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A healthcare professional (hcp) reported via manufacturer representative that during the thyroidectomy procedure, the nerve monitor was very noisy and troubleshooting was performed. The event capture button was turned off and vocalis one was showing responses in the 100 to 300 range without stimulation while vocalis two mentioned "electrode was off". An electrode check was performed which indicated that vocalis 2 was not working. The second nurse reconnected all the electrodes to the system and issue still persists. They decided to re-intubate the patient with a new tube. Once that was done things proceeded normally and there were no issues. There was a 15 minute delay during the procedure. There was no patient impact.